Event description:
It was reported that the modular end connection to the battery was fractured to the clip that secured it to the sealed lead acid (sla) battery.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module¿s internal battery clip being damaged was not confirmed. The power module (serial number (B)(6)) was not returned for analysis. Questions regarding the unit¿s return status were asked multiple times and no responses were received. This investigation will be reopened with further analysis if the power module is returned at a later date. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 15jul2010. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.